Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70, serial number: (B)(6), batch/lot number: 7074945, model/catalog description: infinion cx lead kit, 70cm, unique identifier (UDI)#: (B)(4), model number/catalog number: sc-2317-70, serial number: (B)(6), batch/lot number: 7078059, model/catalog description: infinion cx lead kit, 70cm, unique identifier (UDI)#: (B)(4), model number/catalog number: sc-4318, serial number: na, batch/lot number: 28587669, model/catalog description: clik x anchor sterile kit, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) would not hold a charge. It was also noted that there are high impedances on the lead.